Manufacturer narrative:
On 02/24/2016 the field service engineer (fse) found that the cause of the high plt count was poor rotation of the center pad on the blood sampling valve (bsv). The fse aligned the bsv to resolve the plt count problem. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6). Patient demographic data (age, date of birth, gender and weight) were not provided by the customer.

Event description:
The customer reported that the coulter lh780 hematology analyzer generated an erroneous plt (platelet) result on one patient sample. The result came in high initially but then low after a rerun. The low result is considered correct. Documentation has not been provided by the customer. The erroneous result was reported out of the laboratory but there was no change to patient treatment.